Manufacturer narrative:
Philips has investigated this complaint and according to the additional information gathered the system malfunctioned during a vascular planned/non-emergency treatment. The procedure was completed after the system was functional. A philips field service engineer (fse) examined the system on-site and found that anode error was not reproducible. During further troubleshooting, the fse identified a detector error caused due to defective detector. The detector was replaced, and the system was returned to use in good working order. The defective detector was returned to philips for further analysis. The analysis identified an electrical defect (during testing the image produced was very faint) and a power supply failure. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an anode error and x-rays were not possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.